Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and all devices showed as disconnected because the active network cat5 cable was not plugged in. A field service engineer reseated all the correct cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it was not communicating, and the drawer was not detected on the bus. The customer reported that this issue prevented users from accessing medications, but there was no delay since users had other stations to find the medication for patients. There were no adverse events or injuries reported based on this event.